Event description:
It was reported that the pt had an infection. She tested positive for methicillin-resistant staphylococcus aureus. The ipg and lead were explanted. Further info is being requested from the hcp.